Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: na. The customer's address is unknown: (B)(6) USA has been used as a default.  Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9252585. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200851630, 200851661] noted that did not pertain to the complaint. Investigation conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that needle hub separation occurred during use with a 0.3ml 31gx6mm u-100 insulin syringe. The following information was provided by the initial reporter, "consumer left voicemail reporting that the needle was stuck inside of the shield. Consumer provided product information but did not reference the product number (31 g, 6 mm, 1 cc)."